Event description:
It was reported that the surgeon performed a l3-l5 lumbar fusion on (B)(6) 2011. The patient developed stenosis at adjacent l2-l3 and needed revision surgery. There was no reported issue with the existing hardware; however, the surgeon removed all existing hardware (standard universal spine system) from l3-l5, and then instrumented the patient with a universal spine system dual opening from l2-l5. This is report 12 of 20 for file (B)(4). This report is for the collar.

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.